Manufacturer narrative:
(B)(4) evaluated 5 opened reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies, none were found. The reservoir was filled with diluent, and connected to a new infusion set. Installed reservoirs and connector into a 5xx pump. The reservoir performed pump manual prime. The reservoir was not able to flow fluid through infusion set and out catheter tip. The reservoirs were occluded. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a faulty reservoir. The customer's blood glucose reading was 400 mg/dl. The customer stated that she received multiple no delivery alarms in the morning. The customer stated that the caps on the sets are loose. The customer stated that the alarm did not occur during manual prime. The customer stated that the alarm was resolved by an infusion set change. The customer would like to return the set and reservoir for analysis. The customer was unable to troubleshoot during the time of call. The customer will be sent a replacement reservoir.